Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 200-400 mg/dl. Customer declined to troubleshoot their high blood glucose reading. The reservoir does not stay in place and the customer treated their issue with manual injection. Product will be returning for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip.